Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficulty in positioning and removing the guide wire could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Furthermore, review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a percutaneous transluminal intervention procedure, after advancing and positioning a balance middleweight (bmw) universal ii guide wire to a lesion in an unspecified coronary vessel, an attempt was made to advance a 4.0x8 nc trek rx balloon dilatation catheter over the bmw, however, the trek was unable to be advanced on the bmw. Both the trek and the bmw were removed from the anatomy as a single unit. The procedure was completed using a new trek and a new bmw. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty in positioning / removing the guide wire and irregular texture (stickiness) could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Furthermore, review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the hi-torque guide wire instructions for use states: before removing the guide wire from the wire dispenser, inject normal saline into the hub end of the dispenser to thoroughly wet the complete surface of the guide wire. If the surface of the hydrophilic-coated wire becomes dry, wetting the surface with normal saline will renew the hydrophilic effect. Be sure to thoroughly rewet the guide wire before reintroduction into an interventional device. After the guide wire is withdrawn from the body, it should be wiped clean with saline-soaked gauze and kept wet. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial filed report, the following additional information was received: reportedly, the balance middleweight (bmw) universal ii guide wire was not flushed or wiped prior to use. The difficulty with advancement and retraction of the 4.0x8 nc trek balloon dilatation catheter (bdc) over the balance middleweight (bmw) universal ii guide wire was not due to the complexity of the procedure or due to tortuosity. The resistance between these devices was felt at the distal area of the guide wire; the bmw feels "sticky" and becomes stuck inside of the bdc. Reportedly, it took 2 to 3 attempts to advance the bdc over the bmw. Reportedly, the site uses bmw guide wires in 95% of cases and this issue occurs in 10% of those cases within the past year. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc trek dilatation catheter mentioned is being filed under a separate manufacturer report number. The device has been received. The device evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.